Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the lcd color cable. The customer was not able to provide a purchase order for the repair. The device is being returned unrepaired and labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.